Event description:
The surgeon inserted an aq2003v silicone three-piece lens. The lens was removed due to it tearing during the loadings process but was not noticed until after the lens was inserted. The incision was enlarged to remove the lens and sutures were required to close the wound.